Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc found that there was a white foreign object on the forceps elevator. Also, the white foreign object was sodium chloride by analysis of component. Furthermore omsc checked the subject device and found following. The water supply connector was loose. The objective lens was damaged. The coating of the air/water cylinder was peeled. There was a trace of water on the ultrasonic connector. The angulation control knob had too much play and angulation was insufficient. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report was returned to omsc for evaluation. The evaluation is in progress. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; (B)(6) 2019]. -suction channel: candida (100 cfu). [Second time; (B)(6), 2019]. -suction channel: candida (9 cfu). The device had been reprocessed with an olympus automated endoscope reprocessor model oer3, using peracetic acid. There was no report of infection associated with this report.